Event description:
It was reported that the surgeon attempted to insert a micl 13.2 implantable collamer lens and the lens tore as it was advancing towards the eye. No pt contact.

Manufacturer narrative:
(B) (4). Work order search. Results: a work order search was performed and there were no similar complaints within the work order. Conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).